Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the device encountered difficulties in crossing the lesion. The shat got kinked and proximal part was separated. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal region were lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft and a break 230 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the device encountered difficulties in crossing the lesion. The shat got kinked and proximal part was separated. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the shaft broke approximately 20-30cm from the hub.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the device encountered difficulties in crossing the lesion. The shat got kinked and proximal part was separated. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the shaft broke approximately 20-30cm from the hub.